Event description:
The customer observed falsely elevated architect anti-hbs results for two patients. The following data was provided (>/=10.0 miu/ml is protective against hepatitis b viral infection): patient 1338 initial result was >1000, repeat results were 928.10 and 948.12 miu/ml. The sample was tested with the chemclin assay, and the result was 9.8, which is negative. The patient¿s surface antigen, e-antigen, and core antibody results were positive and consistent with the chemclin results. This patient¿s surface antigen, e-antigen, and dna all increased by several times, and had liver function damage. Patient 1345 initial result was 105.92, repeat results were 100.49 and 97.75 miu/ml. The sample was tested with the chemclin assay, and the result was 7.9, which is negative. The patient¿s surface antigen, e-antibody, and core antibody results were positive and consistent with the chemclin results. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Return testing was not completed, as returns were not available. Using worldwide field data, the historical performance of the reagent was evaluated and the patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. Manufacturing documentation for the likely cause list number was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect anti-hbs, lot number 68144fz01, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82 (architect ausab), and a PMA number of p050051.

Event description:
The customer observed falsely elevated architect anti-hbs results for two patients. The following data was provided (>/=10.0 miu/ml is protective against hepatitis b viral infection): patient (B)(6) initial result was >1000, repeat results were 928.10 and 948.12 miu/ml. The sample was tested with the chemclin assay, and the result was 9.8, which is negative. The patient¿s surface antigen, e-antigen, and core antibody results were positive and consistent with the chemclin results. This patient¿s surface antigen, e-antigen, and dna all increased by several times, and had liver function damage. Patient (B)(6) initial result was 105.92, repeat results were 100.49 and 97.75 miu/ml. The sample was tested with the chemclin assay, and the result was 7.9, which is negative. The patient¿s surface antigen, e-antibody, and core antibody results were positive and consistent with the chemclin results. There was no impact to patient management reported.